Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 325cc mentor memorygel breast implant (left) and a 350cc mentor memorygel breast implant (right) experienced several unexplained systemic symptoms and left sided rupture post procedure. The rupture was found through mammography. Chronic fatigue and several unspecified symptoms were noted. The root cause of the patient¿s symptoms is unclear. The devices were explanted without replacement on (B)(6) 2021. This report relates to the right prosthesis. See 1645337-2020-06708 for contralateral prosthesis report.